Event description:
It was reported that the patient had numerous problems with the pump. The patient had been underdosed, endured pain, and had been overdosed. The patient had fallen and had been taken to the emergency room (ER) numerous times; including a broken hip and a broken arm (twice). The patient had problems with ¿blockage in the mechanism at least two times¿ and reportedly had to be taken directly from the clinic to the ER on at least one occasion when the ¿pump had to be cleared¿. It was also noted that the patient suffered. The medication in the pump at the time of the event was not specified. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).